Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect anti-hbc ii, list (B)(4), that has a similar us product distributed in the us, architect core, list (B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, testing of file kits, a search for similar complaints, and a review of labeling. Retained kits of architect anti-hbc ii reagent lots 92332hn00 and 93464hn00 were calibrated and met specifications. All control values met specifications and were within range. In addition, clinical sensitivity was evaluated for both reagent lots with acceptable results. Tracking and trending did not identify any adverse trend related to the customer issue. Labeling was reviewed and found to be adequate. Based on the evaluation no product deficiency for false (B)(6) architect (B)(4) results was identified.

Event description:
The customer stated an architect i1000sr analyzer generated a false (B)(6) anti-hbc ii result for one patient known to be (B)(6) based on testing performed on an axsym analyzer and supporting test results. There was no adverse impact to patient management reported.